Manufacturer narrative:
Due diligence was executed for this event. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed for it. Device manufacture date is not known. The user¿s complaint was confirmed. Upon inspection and testing, the device yielded an unstable image with the test scope. This was attributed to the worn out contact pins in the video connector. Device passed all other functional tests.

Event description:
As reported for this event, during a diagnostic procedure there was no image. There was no adverse impact to the patient. The procedure was delayed 20 minutes while the patient was under anesthesia. The device was swapped for another and the procedure completed.

Manufacturer narrative:
There is more information on the device, UDI and manufacture date. This supplemental report is being submitted to provide this information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on legal manufacturer's final investigation. The investigation confirmed the event description (unstable image), software version is not up to date,contact wear of the receiving video connector. In addition the device history record was reviewed and confirmed no manufacturing abnormalities. The root cause was not identified. However, the following causes are inferred based on the investigation results: the electrical connection becomes unstable due to the pin wear of the video connector receiver and the scope. It is presumed that this was caused by the inability to correctly transmit the image signal to the video processor. Even though the software is old, it is not a problem. The device has been in use for more than 7 years and the pins have deteriorated due to repeated used of the video connector.